Manufacturer narrative:
The lead was explanted (discarded) and a new lead was implanted with no adverse pt effects reported. As a result, the lead will not be returned for analysis and the reported allegation cannot be confirmed. The event will be re-evaluated if additional information becomes available. Loss of capture/sensing is a recognized clinical event referenced in the device's labeling and/or reported in the medical literature. The device history records and the complaint files of the lead model were reviewed. No trend of the same or similar type was found or indicated.

Event description:
The customer reported this lead was explanted (discarded) due to loss of capture. A new lead was implanted; no adverse pt effects were reported. The lead was actively implanted for approximately 1 month, 20 days.